Manufacturer narrative:
Upon receipt at the post-market quality assurance laboratory, the device was thoroughly evaluated. The reported event involved a fiber becoming damaged during the procedure, accompanied by an unusual noise, which resolved after switching to a slimline fiber; the procedure was successfully completed with another device and no patient complications were reported. The investigation confirmed the failure, identifying distorted light exiting the connector face due to an internal connector fracture, along with burn marks on the connector face, likely resulting from interaction between the fractured connector and the blast shield. This condition can lead to an insufficient or absent aiming beam and reduced or no laser energy output, representing a potential risk to targeting accuracy; however, the issue is detectable and mitigated through established IFU instructions requiring inspection and verification of fiber integrity prior to use. DHR and prr reviews confirmed that the device met all manufacturing specifications and that this failure mode is known and accounted for in the product risk analysis, indicating no manufacturing or design defect. The assigned investigation conclusion code is cause traced to component failure, indicating an expected or random component failure without any design or manufacturing issue. Therefore, no new safety concerns were identified, the clinical impact is minimal with no reported harm, and no escalation is required.

Event description:
It was reported that, during the procedure, the fiber was damaged. The blast shield was working fine, but an unusual noise was noted during use. As a result, it was changed to slimline and the unusual noise disappeared. The procedure was completed with another of same device. There was no patient complications were reported. Analysis of the returned device identified a connector fracture.